Manufacturer narrative:
The event occurred in the us. It was reported that customer noticed that the rotaflow drive (rfd) is being loud when running. It was noticed during patient treatment. The customer swapped out the device to continue therapy. The drive never stopped working just loud. No harm has been reported. The affected rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-08-26 and during the investigation by the getinge service department on 2021-09-22 the reported failure "loud noise on the rfd" could be reproduced. Thus the drive was sent to the supplier emtec for further investigation. On 2021-11-05 the supplier emtec could reproduce the reported failure "loud noise on rfd" and the root cause was determined as worn bearings due to the age of the device (the rfd was built in 2010). The worn bearings were replaced by the supplier. Based on these investigation results the reported failure "loud noise on rfd" could be confirmed. The review of the non-conformities was performed on 2021-08-04 and during the period of 2010-12-01 to 2021-08-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2010-12-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that customer noticed that the rotaflow drive is being loud when running. It was noticed during patient treatment. Users swapped out the device to continue therapy. Drive never stopped working just loud. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).